Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen multiple times by their dentist with complants of pain and bleeding. Letter of recommendation was provided. The dentist found upon examination several issues. The aligners caused significant pain and bleeding which resulted in gum damage and cervical irritation. Rtg scans were done that confirmed tooth decay has developed during the aligner treatment period. The patient has difficulty to bite properly on one side. The top teeth shifted forward while the bottom teeth moved backward on the right side. This has created a misaligned bite. The patient's top front teeth remained unrounded and the bottom teeth did not align into a curved shape as expected. It is not recommended to continue with plastic aligners from byte, it was observed during the patient's visits they have facial swelling when wearng byte. An orthodontist and experienced team has been recommended that can provide in office treatment with metal braces to correct the bite and spacing issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.